Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g) event description: it was reported that the handle of a ncircle tipless stone extractor was not functioning as intended. The issue was discovered prior to a transurethral lithotripsy (tul) stone extraction. When the user removed the device from the packaging and tested it in the uncoiled position, it was found that the handle did not function smoothly. The user completed the procedure with another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One device was returned to cook in an open pouch for evaluation. The handle did not function basket and the basket was in open position and could not be closed. The handle fittings were loose. The cannulated handle was not engaged with the collet. The pett (the opaque tubing inside the handle) was missing. All 3 findings indicate the handle was taken apart. With the basket assembly separated from the handle, it was found the basket could be manually functioned. A document-based investigation evaluation was performed. No related non-conformances were recorded. A lot history search found no other complaints had been reported for this lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the failure of the basket to function smoothly could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the handle of a ncircle tipless stone extractor was not functioning as intended. The issue was discovered prior to a transurethral lithotripsy (tul) stone extraction. When the user removed the device from the packaging and tested it in the uncoiled position, it was found that the handle did not function smoothly. The user completed the procedure with another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter: customer phone = (B)(6). Postal code = (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.